Event description:
It was reported that the patient's blood glucose level (bg) rose to 20.3 mmol/l (365.4 mg/dl) while wearing the pod between 37 and 48 hours. The pod was reportedly not sticking well to the infusion site (leg), causing the cannula to dislodge. Information on treatment was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. The adhesive pad was not returned with the device. No damages or defects were observed with the adhesive welds that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined.